Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico products, there have been further complaints reported with this failure mode in the past three years. The device was intended for use in treatment. As no samples were returned, a product evaluation could not be carried out. The device must be applied and maintained safely and properly. Any deviation to the instructed use may lead to adverse events. A clinical investigation concluded; ¿the data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time.¿ a risk management review was carried out. The risk files for the pico family contains multiple failure modes which can lead to wound dehiscence. Without any relevant information into the cause of the harm, a precise failure mode cannot be assigned. Should more information become available a more thorough rmr can be performed. As the product code is unknown, a review of the device labelling could not be carried out. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico products, there have been further complaints reported with this failure mode in the past three years. The device was intended for use in treatment. As no samples were returned, a product evaluation could not be carried out. The device must be applied and maintained safely and properly. Any deviation to the instructed use may lead to adverse events. A clinical investigation concluded; ¿the data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time.¿ a risk management review was carried out. The risk files for the pico family contains multiple failure modes which can lead to wound dehiscence. Without any relevant information into the cause of the harm, a precise failure mode cannot be assigned. Should more information become available a more thorough rmr can be performed. As the product code is unknown, a review of the device labelling could not be carried out. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the aim was to evaluate the effectiveness of post-surgery incision treatment comparing a portable disposable npwt system with standard care, using fixation strips. Patients were followed up to 365 days post-surgery. This was a (B)(4) study. The patients served as their own control, with both breasts included in the study. Each patient received postsurgical treatment with both npwt and standard care. Superficial wound dehiscence occurred in 10 patients. There was significantly less dehiscence for the breasts treated with npwt compared to the sites treated with fixation strips. Of the patients who presented with wound dehiscence, 5 had this complication in both breasts. Unilateral wound dehiscence occurred in 5 patients, who all had postsurgery treatment with fixation strips on this incision site. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.